Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.5/+4.5/100 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports excessive vault and significant reduction of iridocorneal angles (ica). The lens was exchanged for a different toric model shorter in length and the problem was resolved. The cause of the event is reported as unknown. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -5.5/+4.5/100 (sphere/cylinder/axis) into the patient's right eye (od). The surgeon reports excessive vault and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted. The cause of the event is reported as unknown.